Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the catheter is leaking at the funnel.

Event description:
Reported issue: the catheter is leaking at the funnel. The issue was detected during use on a patient. No patient injury/harm reported. The condition of the patient was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided photos for analysis. The manufacturing site has reviewed the photos and has reported "based on complaint description there is a leak at drainage funnel as per picture". It was also reported that "catheters are subjected to 100% water leak test after funnel post moulding process. Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leak or blockage. Any defects will be segregated before proceeding to next process". A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.